Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2026 for a surgical procedure to remove the bulky site behid the ear. During thesame surgery, the implant receiver stimulator was explanted and the electrode array is left in-situ. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
According to the clinic, the patient developed otitis media unrelated to the device, which progressed to mastoiditis and resulted in an infection behind the ear. The patient was subsequently treated with oral antibiotics. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Device analysis report attached.